Event description:
It was reported; the subject device sheath would not lock correctly and stay in place. The issue was found during a diagnostic bronchoscopy procedure during sedation with device inside patient and was completed using a similar device. There was less than 30min delay. No patient harm was reported by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.